Manufacturer narrative:
One 4 lesion nt 2000¿ pain management rf generator was received into the lab. The returned rf generator has physical damage to the dispersive port on the front panel of the unit. The unit was returned in a condition that no analysis was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the unit was returned in a condition that no analysis was performed; however it is unknown how the damage occurred.

Event description:
During a radiofrequency ablation procedure a cancellation occurred due to damage and temperature issue. During set up a probe broke in port 1 of the generator. Additionally there were temperature difficulties. The procedure was cancelled with no adverse impact on the patient.